Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient¿s weight was (B)(6) kg. An operative report was provided regarding a previous procedure performed on (B)(6)2018 regarding a preoperative diagnosis of end of service intrathecal pain pump. As per the operative report/procedure note, this was a 67-year-old male with chronic back pain who had an intrathecal pain pump which served him well for the last nearly 20 years. The procedure note also included that there did not appear to be any signs of infection, but two specimens were sent to microbiology labeled ¿intrathecal pump pocket." It was indicated that one out of the two cultures was positive for propionibacterium acnes. The pump was later explanted on (B)(6)2018 on recommendation of infection disease. It was indicated as having been unknown if the hospital had returned the pump to the manufacturer.

Manufacturer narrative:
Product ID: 8709, lot# l55004, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: l55004, ubd: (B)(6) 2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine with concentration 30 mg/ml and morphine with concentration 40 mg/ml via an implantable pump for non-malignant pain. The dose rate of both bupivacaine and morphine at the time of the event were unknown / not specified; however, the patient was previously receiving bupivacaine at a dose rate of 1.4 mg/day and morphine at a dose rate of 1.9 mg/day as of (B)(6) 2018. It was reported that the patient was told there was an infection and the system needed to be removed. The infection was indicated as having been confirmed, however the strain was unknown. The new pump and catheter portion were removed due to infection. Refer to MFR report # 3004209178-2018-03123 regarding a prior event. A partial system explant was further noted. The surgeon left in a section of the catheter that was placed in intrathecal space and a few inches as well, so that the patient would not have headaches due to removal. Intervention taken included the patient having received oral antibiotics. The patient was receiving the oral anti-biotic cephalexin 500mg; two pills three times a day. Regarding the patient¿s outcome, it was noted that the infection was being addressed by the healthcare provider. It was noted that the patient wanted to resume therapy once the infection cleared as it had helped more than being on oral medications and improved their quality of life. The patient wanted their pump replaced once the infection cleared, but the patient was told that the surgeon did not want to replace the pump. Physician listings were requested as the patient would like to resume therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received from a manufacturer representative (rep). Additional information reported the pump was removed due to infection on (B)(6) 2018. The rep was at the facility where they were implanting the new pump in the patient. On (B)(6) 2018, additional information was received from the manufacturer representative (rep). Additional information corrected the previously reported information that the pump was explanted on (B)(6) 2018 due to infection. This is inaccurate. The rep confirmed the explant due to infection occurred on (B)(6) 2018. During the removal, the hcp noticed a milky white substance and initially thought it might be medication or precipitate. The culture was sent and it was confirmed to be an infection.

Manufacturer narrative:
Date of event is approximate, and was changed to (B)(6)2018 (date of implant) as it was indicated that the infection occurred post-operatively, and therefore represents the earliest possible date of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative (rep) on 2018-apr-05. The rep was notified that the patient was scheduled for a new pump and catheter placement on (B)(6)2018. The rep noted that this struck them as unusual because of the patient¿s recent pump surgery (implanted on (B)(6)2018). When the rep reached out to the account regarding the replacement, it was reported that the patient¿s pump and catheter had been removed related to an infection. It was noted that the event occurred post-operatively. The event date was unknown. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. As an action/intervention taken to resolve the issue, it was reported that the pump and catheter were explanted related to the infection. It was reported that surgical intervention occurred, the device was explanted it was noted that because the patient was not explanted at the account, it was hard to obtain all of the information. It was indicated that they were going to see if they could gain additional information from the patient himself next week ((B)(6)2018), prior to his surgery to replace the pump and catheter. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history was asked but would not be made available due to a legal/confidential reason. It was indicated that other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported.